Manufacturer narrative:
Previously, it was reported that the jack could not be fully pumped up. Upon completion of the manufacturer's investigation, it was determined that the jack could be pumped up fully, but was drifting down once raised.

Event description:
It was reported by service report that the head end of the stretcher could not be fully pumped up.

Event description:
It was reported by service report that the head end of the stretcher could not be fully pumped up.